Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, alarm log review, and a power-on self-test. The reported occlusion alarm was verified via functional testing and the alarm log review. The cause was determined to be a damaged pump head module. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.